Event description:
According to the available information the inflatable penile prosthesis (ipp) was implanted on (B)(6)2020 , removed and replaced on (B)(6)2020 as ¿the tips were short on the initial ipp¿ per the territory manager. The device was removed and replaced. A titan touch, two cylinders and a reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of tips too short, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tips were short on the ipp. The device was removed/replaced.